Event description:
It was reported that a pump has a system error 105. It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported system error 105. Evaluation experienced the reported symptom caused by a failed motor. The motor assembly was replaced.